Manufacturer narrative:
MFR initial evaluation has been limited to review of the device history record for lot 470365. The DHR demonstrates that this lot was produced in conformity with all product, process and material specifications. MFR has requested access to the explanted device for further evaluation.

Event description:
Received a report that the neck component of a unisyn modular hip implant system implanted in a patient had fractured. Revision surgery was performed.